Manufacturer narrative:
Concomitant medical products and therapy dates: model 3189, scs lead - therapy date unknown. Model 3660, scs ipg - therapy date unknown.

Event description:
Related MFR report numbers: 1627487-2019-04761, 1627487-2019-04762. It was reported that patient experienced ineffective stimulation. As a result, surgical intervention was undertaken on (B)(6) 2019 to explant the ipg and leads.